Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was an attempted implant due to high, out-of-range right atrial (ra) pace impedances of greater than 3000 ohms when the ra lead was connected. When the ra lead was connected to a pacing system analyzer (psa), the pace impedance was 500 ohms, within normal limits, so the physician elected to finish the procedure using another device. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was an attempted implant due to high, out-of-range right atrial (ra) pace impedances of greater than 3000 ohms when the ra lead was connected. When the ra lead was connected to a pacing system analyzer (psa), the pace impedance was 500 ohms, within normal limits, so the physician elected to finish the procedure using another device. No adverse patient effects were reported.